Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested but was not available. The device remains implanted and is not available for investigation. (B)(4). The cause of endoleak is unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and /or require intervention include but are not limited to endoleak.

Event description:
The following information was reported to gore: on unknown date, a patient underwent endovascular treatment of an abdominal aortic disease using gore® excluder® aaa endoprostheses. On unknown date, at a follow up, a distal type I endoleak was observed in the left leg. On (B)(6) 2022, a reintervention to place the additional stent graft, (B)(4), to extend into the left external iliac artery with an embolizing of the left internal iliac artery was performed. The patient tolerated the procedure. The cause of endoleak is unknown. Further information was requested but was not available.